Manufacturer narrative:
The customer did not return any materials for investigation.

Event description:
The customer received questionable results from two coaguchek xs meters. Of the data provided, only two comparisons were discrepant. Patient 1 result from meter serial number (B)(4) was 2.6 inr and the laboratory result was 2.0 inr. Patient 2 result from the meter with an unknown serial number was 2.0 inr and the laboratory result was 1.5 inr. This patient was (B)(6) and born on (B)(6). The laboratory reagent was dade innovin. There was no allegation of an adverse event. The patients were treated based off laboratory results. Retention test strips (lot 334499) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The suspect product was requested to be returned for investigation. Replacement product was sent.